Event description:
A malfunction on the pump was reported by the caller. The issue caused the customer¿s blood glucose level to exceed 500 mg/dl, although the specific value was not known and was displayed as "high." The customer addressed the high blood glucose level by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support provided information on resetting the pump, which resolved the issue, allowing the customer to continue using the pump without further malfunctions. The caller was advised to report back if the issue recurred and acknowledged the instructions.